Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The pitch cable was frayed. The conductor wires were intact and undamaged but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure a cable was broken on a large needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.